Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was observed to be inaccurate. The customer stated their blood glucose and carbohydrate values were not saved into the pump. There was no impact to the customer's blood glucose level and the customer stated they believe they have been getting insulin as expected. During troubleshooting the customer was walked though saving a blood glucose level into the pump history by tandem technical support. It was confirmed that the data was being saved as expected. Pump data upload was not available for investigation by tandem technical support therefor the reported issue was unable to be confirmed.